Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a posterior vaginal repair to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. The patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, erosion of her internal bodily tissue and other injuries. She has undergone additional surgeries and revisionary procedures including a mesh revision on (B)(6) 2006 due to persistent urinary tract infection. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - urinary/bowel problems; recurrence; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07957. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced fistulae. It was reported that patient underwent mesh removal on (B)(6) 2005, due to infections. No additional information was provided. It was reported that following insertion the patient experienced urethral and bladder outlet obstruction and persistent urinary tract infections. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2006  by dr. (B)(6) at (B)(6) medical center due to persistent urinary tract infection.  No additional information was provided.

Manufacturer narrative:
Additional information: